Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent ex-plant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a device upgrade procedure the patient¿s right ventricular (rv) lead exhibited rising thresholds, decreasing pacing impedance, and decreasing r-wave amplitude. The rv lead was explanted and replaced the next day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.